Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the implant procedure had difficulty with the lead placement which included many lead passes. The healthcare professional stated that the lead appeared frayed. The lead was not implanted and was removed from the table immediately. The issue was resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Analysis of product ID# 977a260 found stim lead/body/outer insulation/cut by needle at implant. If information is provided in the future, a supplemental report will be issued.